Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: he was admitted to the hospital in diabetic ketoacidosis (dka) on (B)(6) 2013. Blood glucose (bg) on admission was between 450 mg/dl and 500 mg/dl with symptoms of extreme chest pain and vomiting. Patient¿s mother states that the patient is not checking bg as frequently as he should, and is not bolusing per health care provider (hcp) recommendations. At the hospital patient received an IV insulin drip and IV fluids initially to get the bg down, then went on injections while in the hospital. Current bg is 326 mg/dl no symptoms. Patient is off the pump and using injections at this time per hcp recommendation. Customer support (cs) instructed patient to follow up with hcp for assistance with bg management. There is no allegation or indication of pump malfunction. Although no specific evidence of pump malfunction, defect, or misuse was detected, this report is being made due to the possibility that the use of an insulin pump may have contributed in an unidentified manner to the blood glucose incident.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 03/13/2014 with the following findings: testing was unable to duplicate the complaint. The pump history shows a ¿replace cartridge¿ alarm on (B)(6) 2013 at 23:58; the pump was next primed at (B)(6) 2013 10:30. Only typical usage observed in the alarms history. Tdd's prior to the event date add up correctly. Pump was exercised for 24hr duration period; no alarms occurred during testing. A 10u normal bolus and a 10u audio bolus were performed successfully and both were accurately recorded in the pump history. No hypersensitive keys were observed on keypad. The pump successfully completed the required delivery accuracy test and was found to be delivering within the specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.